Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the patient's death.

Manufacturer narrative:
(B)(4). The post market surveillance team is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that a patient, who had transitioned from peritoneal dialysis (pd) to in-center hemodialysis (hd), passed away. Follow-up information was provided which revealed that the patient's last hemodialysis treatment was performed on (B)(6) 2015. Prior to the treatment, the patient reported being short of breath; however, the oxygen saturation levels were within normal limits. During the therapy, the patient requested that the hd therapy be stopped prior to the prescribed time and elected to leave the clinic against medical advice. Reportedly, the patient entered into hospice care after leaving the facility. The patient expired on (B)(6) 2015. The cause of the patient's death is not known. The patient experienced a stroke in early 2015 which resulted in the transition from pd to in-center hd treatments. No further information was made available.